Manufacturer narrative:
(B)(4). Date sent: 07/15/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, that the device fired fine the first three times on the cystic duct, but then scissored on the fourth firing on the gall bladder side. Subsequent firings were okay. The procedure is ongoing, but there was no patient consequence reported at the time of the call.

Manufacturer narrative:
(B)(4). Batch # n90p9c. The analysis results found that the er420 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 14 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. The reported event could not be confirmed as no scissored clips were note during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.